Event description:
It was reported that the plastic case of the catheter was found broken before use at 4 to 5cm from the tip of the plastic case. The case was found broken at the distributor before delivery to the hospital. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation inside a broken shipping tube. The transparent shrink wrap around the clear adaptor cap was still attached. No outer cardboard box was returned. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The gray shipping tube was found broken 2" proximal of the bottom end of the tube. Whitening or indication of stress was observed at the broken surface. When the catheter was removed from the shipping tube, no damage to the balloon, balloon windings or catheter body tube was found. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint was confirmed and the damage to the gray shipping tube appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.